Event description:
It was reported that patient was implanted at another center in 2007. They had long-standing impedance issues that the doctor was looking to correct to improve therapy. It was decided that the issue was not the ipg or extensions, but with the brain leads. Doctor checked connections at lead/extension connection and saw wire insulation damage which was assumed to be caused by the stress on the wire over the years. A new battery was used and another extension was checked with the same impedances showing consistently elevated. The extensions were removed and part of the leads were removed. The patient will get new leads implanted in the upcoming weeks. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v014846 serial# implanted: (B)(6) 2007; explanted: (B)(6) 2024; other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 28-jul-2009, UDI#: (B)(4); ubd: 28-jul-2009, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID: 748251, serial#: (B)(6), product type: extension, product ID: 3387s-40, lot#: v014846, implanted: (B)(6) 2007, explanted: (B)(6) 2024, product type: lead, product ID: 748251, serial#: (B)(6), product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the manufacturer¿s representative (rep). Which was confirmed, with the healthcare provider (hcp). Reported, the cause of the long-standing elevated impedances wasn¿t determined. It was unknown, if the issue had been resolved. As the leads had not yet been replaced.